Manufacturer narrative:
(B)(4). Were any noises heard such as 'whistling' or 'hissing'? Hissing. If so, did the 'noise' prevent insufflation? No. Was there a drop in pressure? Varies a little no major loss if yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Pressure set at 15. Fluctuates between 15 and 12, the flow was set high. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? Scope. Was any torque being applied to the trocar or device? Yes an extreme amount, basically pulling the trocar sideways, the cannula was parallel to the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking when lateral pressure is put on the trocar. This was the umbilical port, the scope port. When releasing the pressure the trocar would hiss. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.